Event description:
It was reported that plasmalyte infusion (0.45% nacl) was completed in one hour. The fluid was intended to run at 80 ml/hr. However it was infused at 800ml/hr. There was patient involvement and the event resulted in "monitoring" and "medication therapy." Per customer, the patient's blood glucose rose to "15" mmol/l and was given two (2) units of insulin.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.